Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that there were unknown alarms. There was no adverse impact to the customer¿s blood glucose level. The customer declined to provide additional information regarding the issues.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.